Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman flx pro laa closure and delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. At the 45-day follow up there was a 1.6 mm leak noted, but no evidence of device related thrombosis (drt). On (B)(6) 2026, the patient went in for an ablation procedure. A transesophageal echocardiography (tee) was performed. A large, non-mobile thrombus was discovered on the face of the device. The ablation procedure was discontinued, and the patient was put back on oral anticoagulation (oac). There were no further complications reported.